Event description:
Device 1 of 5. Reference MFR report numbers: 1627487-2013-15105, 15106, 15107 and 15108. The pt had four leads (three from the same lot and one from a different lot) and two extensions (from different lots) as part of her scs system. It was reported the patient¿s scs system was explanted due to infection at the leads and ipg pocket site. No add¿l info is available at this time.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results ¿ review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.